Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') and prolonged periods ('prolonged menstruation / heavy menstruation bleeding') in an adult female patient who had essure (batch no. 654846) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis, breast pain, dizziness, vaginal discharge, bacterial vaginosis, mood swings, bladder disorder, gravida I and parity 1. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), prolonged periods (seriousness criteria medically significant and intervention required), bleeding menstrual heavy ("heavy/abnormal menstruation/bleeding / blood clots"), pelvic pain ("pain"), fatigue ("fatigue or tiredness"), menstruation irregular ("irregular menstruation"), dysmenorrhoea ("severe menstruation pain"), abdominal pain ("abdominal pain (while not menstruating,)"), abdominal pain lower ("cramping (while not menstruating)"), migraine ("migraines") and abdominal distension ("bloating") and was found to have blood iron decreased ("low on iron"). The patient was treated with surgery(ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, prolonged periods, bleeding menstrual heavy, pelvic pain, fatigue, menstruation irregular, dysmenorrhoea, abdominal pain, abdominal pain lower, blood iron decreased, migraine and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, blood iron decreased, dysmenorrhoea, fatigue, genital haemorrhage, menstruation irregular, migraine, pelvic pain, prolonged periods and bleeding menstrual heavy to be related to essure. The reporter commented: the right cornua had four visible coils and the left cornua had three visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') and prolonged periods ('prolonged menstruation / heavy menstruation bleeding') in an adult female patient who had essure (batch no. 654846) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis, breast pain, dizziness, vaginal discharge, bacterial vaginosis, mood swings, bladder disorder, gravida I and parity 1. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), prolonged periods (seriousness criteria medically significant and intervention required), bleeding menstrual heavy ("heavy/abnormal menstruation/bleeding / blood clots"), pelvic pain ("pain"), fatigue ("fatigue or tiredness"), menstruation irregular ("irregular menstruation"), dysmenorrhoea ("severe menstruation pain"), abdominal pain ("abdominal pain (while not menstruating,)"), abdominal pain lower ("cramping (while not menstruating)"), migraine ("migraines") and abdominal distension ("bloating") and was found to have blood iron decreased ("low on iron"). The patient was treated with surgery(ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, prolonged periods, bleeding menstrual heavy, pelvic pain, fatigue, menstruation irregular, dysmenorrhoea, abdominal pain, abdominal pain lower, blood iron decreased, migraine and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, blood iron decreased, dysmenorrhoea, fatigue, genital haemorrhage, menstruation irregular, migraine, pelvic pain, prolonged periods and bleeding menstrual heavy to be related to essure. The reporter commented: the right cornua had four visible coils and the left cornua had three visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram, on (B)(6) 2009: essure occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: pif received: event "prolonged menstrual period" make medically significant and intervention required due to ablation. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.